Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The provider states she is unsure of the exact location of the break to the left side back cane. The provider states the end-user uses a lift pulley system to pull his chair into his truck. The provider states, in her opinion, this is what could've caused the back cane to break. She also states he is a heavy user. The provider didn't see the chair herself, but states the end-user has a wealth of knowledge about the chair 7857hf.